Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor error alert and a bent sensor. Customer stated that the second sensor did not have a cannula. Customer's blood glucose was 10 mmol/l. Troubleshooting was performed and customer stated that the sensor was a little bit bent upon removal.